Event description:
Device issue: stent dislodgement. Time of device issue: during stenting procedure. Adverse event: surgical intervention - removal of the stent. It was reported that the 3.5 x 8 mm promus stent was implanted in the lesion and after intra-vascular ultrasound (ivus) was performed, it was found that the stent was protruding to the aorta. The physician attempted to remove the stent with the balloon catheter and the guiding catheter system; however, during withdrawal the stent dislodged at the radial branch. The stent was surgically removed. There were no reported adverse patient sequelae. No additional information was provided. You are receiving this MDR report from abbott vascular because (B) (4) distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the stent delivery system (sds) was not returned for analysis; however, the dislodged stent implant was returned. Stent dislodgement can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling of the stent during prep, and interaction with the lesion, accessory devices, and/or previously implanted stents. The stent implant was returned expanded, which is consistent with the reported information that the stent had been deployed. It is possible that the stent implant was not fully apposed to the vessel wall after deployment or that the mildly calcified lesion contributed to the difficulties experienced, then when the sds was withdrawn, the stent dislodged, although this cannot be confirmed. Return of the sds may have assisted in determining a cause of the reported stent dislodgement. Additionally, the stent was mangled. It is unlikely that this was pre-existing condition as the protective sheath would not have fit over the stent implant. It is possible that the damage occurred as a result of the attempt to retrieve the stent or during handling of the product during unpacking. The manufacturing records were reviewed for this lot and there were no non-conformances that could have contributed to this incident. The lot release testing results were reviewed and all samples met all manufacturing criteria including stent placement, crimped stent outer diameter and stent dislodgement force. In this case, a definitive cause of the stent dislodgment and stent damage cannot be determined, however, there are no indications of a product quality deficiency. All stent delivery systems are 100% visually inspected online for stent damage and stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgment force.